Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling with solyx sis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician inserted the device into the obturator internus on the patient's right side. He tried to release the device but it did not release (from the shaft tip). The physician then tried to reposition and reinserted the device, but it still didn¿t release. Reportedly, when the physician looked at the mesh, it was found to be slightly stretched and frayed. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An examination of the returned device revealed that both carriers attached to and deployed from the delivery device as intended. There was residue on one carrier and the mesh near this carrier was stretched. Analysis also revealed no damage to the delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling with solyx sis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician inserted the device into the obturator internus on the patient's right side. He tried to release the device but it did not release (from the shaft tip). The physician then tried to reposition and reinserted the device, but it still didn¿t release. Reportedly, when the physician looked at the mesh, it was found to be slightly stretched and frayed. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.